Event description:
Caller alleged discrepant results compared with the lab with two pts. Pt #1: inratio meter inr=1.2, lab inr=9.1. Pt's range 2.0-3.0. Pt had signs of bleeding. Would not stop bleeding after finger stick. Pt #2: inratio meter inr=2.3, lab inr 5.1. Both pts had veinous draw for lab done right after fingerstick result.

Manufacturer narrative:
Investigation is pending.